Manufacturer narrative:
(B)(4). Batch # n53270. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? For clarification, when the device was locked, was it on patient tissue? If yes, please describe how the device was removed. Was the device able to be opened? On this firing, did the device staple? If yes, was the staple line complete? On this firing, did the device cut prior to the point where the blade would no longer advance? If the device staples and cut prior to the point where the blade would not advance, did the staple line and cut line stop at the same place? The analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to a sigmoid colectomy the device locked in compression mode and the blade would not advance. The device was not engaged on tissue at that time. A second like device was obtained and the procedure was completed with no patient consequences reported.